Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small grasping retractor instrument was analyzed and found to have a broken distal pitch cable at the distal end. Additionally, the instrument was found to have a pitch cable dislodged in the housing at the proximal end. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the small grasping retractor had a broken tip and exposed wires. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and additional information was obtained about the complaint. The instrument was inspected prior to use, there was no evidence of the jaw/hinge being dislodged and the tips were not broken off; no missing material. The surgical task being performed at the time the issue was noticed was a colon resection. The instrument did not collide with any other instrument or tool and no fragment fell inside the patient anatomy. There was no injury to the patient and there was no procedure delay.